Event description:
It was reported that at post implant check, the lead exhibited increased thresholds and reduced sensing. Fluoroscopic imaging showed no abnormalities. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.